Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Name of procedure being performed: lap chole. (B)(4). Surgeon went to load and the clip did not hold and fell out of the jaws. Tried again and clip would not close completely and would not stay in place. This happened repeatedly. They then opened a 2nd device and experienced the same issue. The surgeon switched to a competitor clip to complete the case. Additional information received via email on (B)(6) 2018, applied medical account manager. The clip appeared to fully load into the jaws, but fell off at the surgeon began moving against the duct to ligate. The surgeon did squeeze plastic to plastic on all clip deployments and only ligated fully skeletonized tissue. The clips that were deployed appears to not fully close at the tip. Patient status: no patient injury or illness occurred associated with the complaint event

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Name of procedure being performed: lap chole. Surgeon went to load and the clip did not hold and fell out of the jaws. Tried again and clip would not close completely and would not stay in place. This happened repeatedly. They then opened a 2nd device and experienced the same issue. The surgeon switched to a competitor clip to complete the case. Additional information received via email on (B)(6) 2019, applied medical account manager. The clip appeared to fully load into the jaws, but fell off at the surgeon began moving against the duct to ligate. The surgeon did squeeze plastic to plastic on all clip deployments and only ligated fully skeletonized tissue. The clips that were deployed appears to not fully close at the tip. Patient status: no patient injury or illness occurred associated with the complaint event.